Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.